Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. There was a patient involvement. The root cause was determined to be a defective dpmixer sensor due to aging. In consequence the defective component was replaced. There was no reported patient or user harm.

Event description:
Dear sven this unit alarmed with tf # 7 -26 .